Event description:
A display error in the hdi 1000 ultrasound sys was discovered during random production testing by atl's mfg quality control group. Moving between certain unique command sequences in the hdi 1000's dual image display and image save/recall functions result in a monitor display with a mismatched ultrasound image and overlay graphics for saved images. This problem affects images stored with the sys save/recall function. No reports of this error have been rec'd by atl from any of its hdi 1000 customers. On the recalled frame, the depth position and scale may not match the ultrasound image. Measurements made on an image with this problem will be in error. The range of the error may be from <1% to the maximum sys zoom factor of 2.5 times and may cause a potential error in the assessment of the pt condition.